Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient has lost therapy. A field representative met with the patient and the clinician programmer displayed a replace generator message. The ipg is considered inoperable. As a result, the patient may undergo surgical intervention.